Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 4/3/2019. Device returned to manufacturer: yes. Device evaluation: the returned sample was received and evaluated. Results revealed that lubricant material residues and loose particles were observed on the lens surface that could be related to handling the product in non-sterile environment. A huge cut can be observed on the optic zone. One of the haptic was broken and missing (it was not returned). The other haptic was distorted/bent. The reported issue of haptic damaged was verified. However, the conditions in which the sample returned indicates that the unit was previously handled, and it is not possible to determine that the reported issue is related to manufacturing process. Based on the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviations were found during the manufacturing process; the units were processed according to established procedures. There was no discrepancy found during the mrr (manufacturing record review). The units were released according specification in compliance with the product intended use as required. A search revealed that one other complaint has been received for this production order number for haptic damaged. But based on the historical complaint review, and non-conformance/CAPA review, there was no indication of a product malfunction or product quality deficiency. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003, 22.5 diopter intraocular lens (iol), was removed and replaced during the same procedure because the doctor was not able to position the lens correctly in the eye due to a bent haptic. It was stated that there was patient contact and no patient post-op complications. No other information was provided.